Event description:
It was reported that prior to the implant attempt, the physician removed the lead from sterile packaging and noted that the helix was partially extended. The physician used the pinch tool to fully retract the helix prior to insertion. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.